Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately fourteen years and two months later post filter deployment, computed tomography of abdomen without contrast was performed and result showed that the apex of the inferior vena cava filter was identified at the level of the lowest renal vein. Approximately 15-20 degrees tilt of the apex of the filter towards the posterior wall of the inferior vena cava. The apex was close to but not appear to be touch the inferior vena cava wall. There was a clear perforation of one of the right anterior struts of the inferior vena cava filter through the anterior wall and extended into the mesenteric fat over a course of approximately 10 mm. Few additional struts at the level of the mid filter again along the anterior right lateral aspect was seen perforated beyond the inferior vena cava wall into the mesenteric fat with approximately 2 to 3 mm fat plane as well as at the same level posterior left lateral strut perforated beyond the inferior vena cava wall and was seen within the soft tissues anterior to l3 vertebral body with small amount of clear fat planes. No inferior vena cava strut fractures or significant bent identified. Therefore, the investigation is confirmed for the alleged filter tilt and perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2008).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patent is unknown.